Event description:
It was reported that the patient's blood glucose level rose to 250 mg/dl while wearing the pod between 5 and 6 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on their arm. As treatment a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
A correction was added to b5.

Event description:
It was reported that the patient's blood glucose level rose to 250 mg/dl while wearing the pod between 5 and 6 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on their arm. As treatment a new pod was placed. The patient had reported their blood glucose rose to greater than 250 mg/dl.